Event description:
It was reported that the system 2800 would not power up. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. It was discovered that the surge suppressor was defective and was replaced. The system was tested and found to be working as intended and placed back into service.